Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified the event is detectable/preventable by handling the device in accordance with the IFU, which states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's nozzle exhibited foreign objects. There was no patient involvement.